Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, one mitraclip was implanted and the clip was opened as physician tightened more while releasing the clip. Arm positioner was in open position before starting delivery catheter shaft detachment during the deployment process. It was noted that the clip was stable on both the leaflets. Additional mitraclip was implanted to reduce the mr. The final mr was grade 1. All steps were performed as per IFU during preparation. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on the information provided by the account the reported unintended movement associated with clip opened while locked is related to user technique associated with closing the clip tightly. The reported improper or incorrect procedure or method (user error) was associated with the user not turning the arm positioner to neutral prior to clip deployment. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.